Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly with audio alarm due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify missing segments display due to display anomaly. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device display was flashing. Customer's blood glucose was unknown. Device was bumped and the side of the device was broken. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.